Event description:
At the conclusion of cataract extraction with intraocular lens implant, surgeon was using 27g anterior chamber cannula attached to luer syringe to irrigate the wound with saline, when during the final installation, the cannula came off under pressure and entered the eye tearing the posterior capsule. FDA safety report ID# (B)(4).